Event description:
Pt in cardiogenic shock. Co/ci 3.7/1.88 hm2 flows 3.7 at 10,000 (B)(6) sv02 41% ldh 1147. Taken to operating room and found to have occlusion of inflow cannula believed to be caused by la appendage thrombosis.